Event description:
Customer reported the insulin pump had a blank display. Customer was outside working in his yard. Customer went inside and attempted to bolus and noticed device had a blank displayed. Customer changed battery and anomaly persisted. Blood glucose was 81 mg/dl. The device had not physical damage. It was dropped, bumped, or exposed to moisture. Customer was burning limbs from tree but wasn't close enough to get hot. Battery cap was not damaged. Battery compartment and spring were neither damaged nor corroded. New battery was inserted and display did not return. Battery compartment was cleaned, inserted new battery, and display did not return. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display or damage to the isolation tape was noted. No unexpected battery alarm was noted. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.